Manufacturer narrative:
The actual complaint product was not returned for evaluation; without a sample to perform functional evaluation a root cause cannot be determined. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided for the alleged device. All information reasonably known as of 03 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 3011270181-2024-00128 for the first report, refer to 3011270181-2024-00130 for the third report. It was reported, the tube kinked in the patient¿s airway/trachea, which was discovered when they were unable to pass the inline suction catheter during bronchoscopy and unable to perform routine suctioning. It was additionally reported; the patient underwent unsuccessful emergency bronchoscopies to try to fix the kink; there was no reported injury.

Manufacturer narrative:
The actual complaint product was not available for return; however, the reporter provided photograph(s) of the alleged device. The image(s) provided were reviewed and the reported issue of, kinked tube was confirmed. However, without a sample to perform functional evaluation a root cause cannot be determined. Based on the stock code, no deviation was found during the revision of the manufacturing process. All information reasonably known as of 08 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.